Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient¿s device was at 3.17v when they got home from the implant procedure, but now, two weeks later, it was at 3.07v. It was noted that it usually takes three months to ¿go down a point.¿ the patient¿s body allegedly knows something is happening and can sense when it has changed. Their body feels like something is going crazy and when they check the remote, it has usually gone down a fraction of a point. It was stated the patient had been doing really well. The day prior to this report they cleaned and went to church, but the morning of this report they ¿had nothing.¿ the patient was not moving at all. Actions taken include taking medicine, which helped the patient improve. Stimulation was on at the time of this report. The patient experienced poor communication with the programmer at the time of this report, but unplugging the antenna and reinserting it resolved the issue. It was noted there were no bandages present. Additional information was received three weeks later. It was reported the voltage level was 3.00v and the ins was on and okay. Stimulation was set on group c at 4.20v and 1.50v. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that nothing led up to not being able to move/having nothing, it just happened. They further reported that there battery was replaced (B)(6). The voltage was 3.20, it's (B)(6) and now their voltage is at 2.98.